Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/23/2015. The fse found that the vent waste chamber was not draining. The fse flushed the vent waste chamber, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running startup. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.